Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-13251. It was reported that the patient presented remotely via merlin remote transmission. Review of the transmission revealed, high pacing impedance on both the atrial and ventricular leads. The pacing impedances on both the leads had gone out of range suddenly in mid (B)(6) 2019. It was noted that the patient had a bad motorcycle accident on (B)(6) 2019 and physician believed, this caused the rise in impedance. No intervention was performed, the patient is healing from an unrelated surgery. Patient condition was stable.